Manufacturer narrative:
The technician replaced the valve solenoid to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the head of the bed lowers itself. No patient impact.